Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. Philips field service engineer (fse) could not duplicate the reported issue and did not see entry for 3106 in the logs. It failed for 3110 cv 3 (check valve) failure. The fse replaced check valve (cv 3). Tested and returned to service.

Event description:
The customer reported error code 3106 safety vail test failed. No patient/user harm reported. The event date was not specified; estimate used.